Manufacturer narrative:
The device will not be returned for evaluation; however, photographic evidence provided confirmed the reported problem. The device was disposed of at the hospital. The manufacturing documents from the device history record were not reviewed due to the lot number of the device not being available. (B)(4). Per the instructions for use, the user is advised the following: warnings: failure to properly follow the instructions for use can lead to serious surgical consequences. Precautions: if using the optional sound cap: inspect sound cap blue foam and blue seal prior to use. Use caution when inserting a sharp or large device through the cannula. Inspect the sound cap after use for physical damage of any kind. A determination for further investigation has been initiated. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the ias12-120lpi, airseal 12mm access port and palm grip obturator with bladeless optical tip, 120mm, qty 6, device sound cap came off the device, went through the port and into the patient after a baby lap sponge was inserted into the port. This took place during a robotic laparoscopic assisted robotic partial nephrectomy procedure on (B)(6) 2019. This event caused a 2-minute delay in the procedure; however, the procedure was completed successfully with no reported harm to the user or the patient. There was no medical intervention required and no prolonged hospitalization reported for this event. The component was removed from the patient using a laparoscopic grasper. Although the patient demographics are unknown, the patient is reported as being in stable condition. The actual lot number of the device used is unknown; however, photographs have been provided of another like device that was in stock. The used device was disposed of at the hospital. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.